Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The doctor was working to lower dose to wean patient off pump. The expected refill date was in (B)(6) but he disregarded it because the pump was at such a low dose he didn't think he needed to continue to fill. The doctor turned pump off on this visit as the patient was doing well and stable without it. The patients weight was not made available to the company representative

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was used to deliver bupivacaine 1mg/ml at 0.06gmg/day and dilaudid 5mg/ml at 0.3mg/day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and chronic low back pain. Beginning on an unknown date, an alarm was heard and telemetry had not yet been performed, the patient was hearing the alarm but the reporter was not sure what type of alarm was occurring. The medical assistant from the facility had notified the company representative of the issue so she had not been able to see the patient and verify the alarm. The company representative wanted to know what her options are when she goes to see the patient on (B)(6) 2017. There was no further information at the time of the report. There were no symptoms reported and no further complications were reported/anticipated. The company representative was redirected to follow up with the health care professional to check the pump status and review programming options. Additional information received on (B)(6) 2017 reported the patient¿s pump was empty and alarming. The company representative was not sure if the patient missed a refill or not. The low reservoir alarm occurred on (B)(6) 2017 and the empty reservoir alarm occurred on (B)(6) 2017. Per the company representative they would either refill the pump or consider shutting the pump off. There were no patient symptoms reported. Additional information received the day of the report indicated the pump off password was requested. There were no complications.